Event description:
This is a follow up report - see intinal report for this information.

Manufacturer narrative:
Corrected data in following fields d2 common name device d9 device available for evaluation h3 device evaluated by manufacturer h6 adverse event code medical device problem code. Type of investigation . Investigation findings. Investigations conclusions.

Manufacturer narrative:
Additional information to be provided pending device return and analysis.

Event description:
It was reported that during a stroke thrombectomy, dr. Advanced a portal wire in a somewhat tortuous anatomy. Upon torquing the device to the m1 the wire "popped". He had the wire inside a microcatheter inside a guide. The fracture took place 30cm from the proximal in the common. Microcatheter was removed and a thrombectomy device was used to pin the wire fragment inside of the guide. The wire was successfully retrieved with no other damage or consequence to the patient or procedure.